Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a broken cover unit was confirmed. Therefore, it was determined that the phenomenon ¿e226 (scope communication error)¿ occurred because the video function did not work properly due to broken cover unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the hd 3cmos camera head, had image issue and it displayed error code e226 (the scope communication error), and video connector was found to be broken. The issue was found during customer maintenance. There was no ongoing procedure and hence no delay involved. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The following issues were found: e226 (scope communication error) due to defective cover unit, video connector found broken, the coupler has minor corrosion, minor scratches on the focus and zoom handle, coupler stopper has minor corrosion, scratches on the serial number plate. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.